Event description:
The hcp reported that the pt was receiving compounded baclofen via the drug delivery system. Treatment for the sporadic symptom relief and other symptoms were change in oral medications; changed in pump dosing. The pt was admitted to the hosp for monitoring or expanding pocket of fluid. Dye study indium study roller study were performed. Finally a catheter replacement revealed a hole in the catheter near the connector stem. The pt "is doing wonderful-back to baseline

Event description:
The hcp rereported that the patient has experienced several intermittent 'overdose episodes' over the past two months. The primary symptom of these episodes are decreased respirations and nonresponsiveness. The patient has been treated with physostigmine on each occasion and has responded well. No volume discrepancy has been noted. The pump has been programmed for periodic bolus and that has helped somewhat. However, they have had a subesequent episode. Other medical conditions are being ruled out. There was a pocket of fluid over the pump site and that was drained. Cerebrospinal fluid has also been aspirated and sent for analysis. It is unknown if any other device troubleshooting has been performed. A follow up report will be sent if additional information becomes available.